Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9734185r, lot/serial number: b623074. A medtronic representative went to the site to test the equipment. The drive was replaced and the system passed checkout. Codes b01, c02 and d02 are applicable to this analysis. The drive was returned to the manufacturer for analysis. It was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that the system was not allowing cds to upload. The issue was recurring and had happened about ten times. Imaging and navigation were aborted. The patient was rescheduled for an additional surgery. Additional information received that this happened during a functional endoscopic sinus surgery (fess) procedure. The procedure was aborted before anesthesia or an incision was made.